Event description:
During a follow-up, the ICD presented at "eri". A longevity calculation indicated that the device arrived at "eri" prematurely according to the battery usage. The device is scheduled for a change-out prior to the holidays.